Manufacturer narrative:
The investigation confirmed the reported atypical connect power immediately/backup battery (no external power) alarms via the log file; the alarms were also reproduced during analysis of the returned system controller. The log file contained data from 20nov17 that included the initial set up process. There were multiple no external power alarms active when the just the white power cable was disconnected. The no external power alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller failed preliminary testing due to the backup battery/connect power immediately (no external power) alarms activating when the white power cable was disconnected. The backup battery was removed and examined for damage and/or bent pins; no damage was noted. The backup battery ribbon cable and connector were examined under a microscope for any anomalies. The investigation revealed a crimp issue in the connector of the wire that is responsible for detection of the white power cable.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. (Calculated from the date of manufacture.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a red heart alarm occurred and the patient exchanged the system controller. The patient came to the hospital and the vad coordinator exchanged the system controller; however, the vad coordinator discovered that there was an issue with the backup system controller's backup battery ribbon connection. There was potential for pump stoppage secondary to the system controller backup battery, and issues with the ribbon connection. No pump stoppages occurred and the patient was not harmed as a result of the event. No further information was provided.